Event description:
It was reported via medwatch # 5109529 that a guidewire fracture occurred. An arterial line insertion kit guide line wire was removed from the patient post attempt at insertion. When removed, the physician immediately noticed that the guide wire was not intact and appeared to be fractured within the patient. X-ray of the forearm revealed a retained guidewire and upon review with ultrasound, the retained wire was not in vessel. There were no further patient complications reported.